Manufacturer narrative:
Work order (B)(4) was reviewed. No ncr's or reworks associated with this lot. Approved production restart form (B)(4) was present in relation to the grinder m/c 908 - full coolant change. In process testing and inspections were reviewed - hub to cover retention test readings ranging between 2.845 - 6.875 kgf, hub to cannula tensile test ranging from 11.72 - 17.14 ibf. All results were acceptable and recorded on (B)(4). Medisize (supplier of colour covers) inprocess inspection results for hub to colour cover retention were reviewed. Two lots of colour covers were used on this batch of needles, lots 17051420 and 17055420. Lowest value recorded for lot 17051420 was 3.167 and highest was 8.195 (spec 1.2kgf) lowest value recorded for lot 17055420 was 2.760 and highest was 8.322. (Spec 1.2kgf). Date of event requested from the customer but not yet provided relevant tests / laboratory data - this section is not applicable as no patient injury occurred. Other relevant history, including preexisting medical conditions: this section is not applicable as no patient injury occurred. Serial # - this section is not applicable as the medical device does not have a serial number. This section is not applicable as the medical device is not implantable. Reprocessor name and address - this section is not applicable as the medical device is not a single-use device that was reprocessed or reused on a patient. Concomitant medical products and therapy dates (excluding treatment of event) - this section is not applicable to this type of device not applicable as we are not a facility or importer of device. If nd, give protocol # - this section is not applicable as the medical device is not ind. Adverse event terms - this section is not applicable to medical devices. If remedial action initiated , check type - this section is not applicable as no remedial action was initiated. If action reported to FDA under 21 usc 360i (f), list correction / removal reporting number - this section is not applicable as there was no action reported under 21usc 360i(f).

Event description:
Hub and cannula separation from colour cover during removal of connector cable. "When pulling out the emg needle, the plastic socket detached at the connection of the emg needle to the lead cable, resulting in uncontrollable needle movement, danger of injury with potential risk of infection for users."

Manufacturer narrative:
Manufacture narrative: (B)(4) from this lot were tested : a hub to cover retention test as per doc-011098 rev d with all parts passing. Highest reading 5.725kgf - lowest reading 1.820 kgf. CAPA has been opened to investigate this issue further. Corrected data: d.4 expiration date: expiration date of model number 9013s0012 and lot number 21a/17/d incorrectly entered as the 22 may 2018. This information has been corrected, and expiration date updated to the 22 may 2020.

Manufacturer narrative:
Product return received. Visual inspection completed, complaint confirmed. Plastic colour cover separate from needle and metal hub. Cavity number of the colour cover is 4a. No further testing can be conducted as needle is disassembled. (B)(4) risk management report for dantec dcn was reviewed. Potential hazard and hazardous situation identified associated with physical injury - needle stick, ID 23 (needles are sharp, users could pierce themselves). The overall risk rating is 3a (low - green area) (severity of hazard - 3 - moderate, probability of hazard - a - unlikely). (B)(4). CAPA(B)(4) has been opened to investigate this issue further.